Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment of telemetry difficulty, the provided device failed its uplink tests and it was additionally noted that its lens was cracked. The cable and upper case were replaced to resolve all and the device passed its final functional and systems tests. (B)(4).

Event description:
It was reported that telemetry was not able to be established between the programmer and devices while using a radio frequency (rf) programmer head. It was stated that the rf head was replaced about six months prior to the date of the call, and there had been intermittent telemetry. The programmer and rf head have been returned for service. No patient complications have been reported as a result of this event.